Manufacturer narrative:
Information available indicates that this issue was seen directly with the industry application engineer, and a proposal for a configuration modification has been proposed by the application, pending validation by the service. Multiple attempts to obtain additional information was unsuccessful. Based on the information available, the reported problem was confirmed by an industry application engineer. Although there is mention of configuration modification, the cause was not able to be confirmed, as no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not generate an alarm during a desaturation event. It was indicated the alarm sounded very briefly three to four times but then stopped with no intervention from the users and the patient continued to desaturation. When the patient desaturated to less than 50%, there was no alarm. The customer indicated there were no clinical consequences for the patient. No other clinical information or medical intervention was reported. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box d4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).